Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its exhaled tidal volume (vte) levels being low could not be duplicated or confirmed. In addition, ventec was unable to confirm any issues with the device which may have contributed to the patient's alleged discomfort during the reported event. Proper device operation was observed through functional and performance testing. The cause of the reported low vte levels and patient discomfort could not be determined.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There was patient use associated with the reported event, and the patient advised that he felt like he wasn't getting enough pressure/volume during use. As a result of the low volume, the patient experienced discomfort when using the device and opted to switch to his backup ventilator for support. There was no patient harm as a result of the reported issue, however, the discomfort experienced by the patient resulted in him being placed on his backup ventilator for support.